Event description:
Reporter picked up the device because they had been notified the pt using the device had expired. The family told the rptr the pt died of a heart attack. The family did not express a concern that the pump had malfunctioned. The reporter routinely tests the device before issuing it to another pt. On this occasion, the routine testing indicated an overdelivery. One pt involved.